Event description:
Iridex became aware of an adverse event from literature review. The article discusses cases of choroidal and vitreous hemorrhage after a micropulse cytophotocoagulation procedure. The choroidal hemorrhage resolved with steroids and the vitreous hemorrhage required surgical intervention. The article noted that the advanced age of the patient in combination with undelying health factors like myopia may have played a contributing role. Results of complaint history review indicated that this is not a part of an increasing trend. Literature reference: m aldaas, khalid, et al. "A case of choroidal and vitreous hemorrhage following micropulse transscleral cyclophotocoagulation - pubmed." Pubmed, https://pubmed.ncbi.nlm.nih.gov/32398588/. Accessed 12 mar. 2021.